Event description:
Boston scientific crm received information that this lead had a pacing impedance measurement greater than 2000 ohms. Review of rhythm strips by boston scientific technical services (ts) consultants noted noisy episodes and inappropriate therapy. No adverse patient effects were reported.

Manufacturer narrative:
No further information is available. If additional information becomes available, this event will be updated and resubmitted.

Event description:
--

Manufacturer narrative:
Ts recommended a complete system revision. Additional information was received that the device was repositioned back to the subcostal position. Pacing thresholds were in the acceptable range, however, the pacing impedance measurement was still greater than 2000 ohms. No further intervention was performed. No further information is available. This report will be updated if more information becomes available.